Manufacturer narrative:
A general reagent problem was excluded as the qc prior to the event was within ranges. A review of the alarm trace showed few sample clot alarms at the time of sample pipetting. Additionally, the initial low result was flagged with a sample air bubble detected alarm. Note, bubbles on the sample surface may lead to mis-pipetting and non-reproducible results (also in combination with tilted tubes and liquid on the tube wall). The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the cobas pure e 402 analytical unit is 22m8-07. Investigation is ongoing.

Event description:
There was an allegation of questionable pth results with one patient sample on a cobas pure e 402 analytical unit. The initial result was 25.8 pg/ml using the secondary tube. The repeat result was 523 pg/ml using the primary tube. The second repeat result was 609 pg/ml using the same secondary tube. The third repeat result was 571 pg/ml using a different secondary tube. The initial result did not fit the patient's clinical picture, therefore, the repeat testings were performed. The repeat results were deemed correct.